Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The device history record for lot number 6704824 has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly, and performance specifications. A review of similar complaints across the product family resulted in a CAPA to investigate this product experience.

Event description:
It was reported that during a vena cava filter placement procedure, deployment difficulties were encountered requiring surgical intervention. The customer reported, "the device was inserted from femoral vein because a catheter was already inserted from there. Radifocus 0.035 inch guidewire was inserted and sheath/dilator set (provided with the filter) was inserted. Advanced the guidewire to a position beyond the renal vein and removed the dilator. Advanced the loaded introducer catheter over the included guidewire through the anatomy. Checked the filter advanced until the implant site, i.e., the level of the lowest renal vein under fluoroscopy. Pulled back the sheath and filter was beyond the distal end of the sheath. While moving the filter catheter to adjust the location, the filter stayed with the guidewire and only catheter moved. The filter was completely outside the catheter but under fluoroscopy, the filter wasn't open and tangled with the guidewire. At that time, the filter was carried along the guidewire to right atrium by bloodstream. Filter was moving for an hour in the right atrium and 10mm snare was approached from jugular to remove the filter. But filter was open and snare caught hook of the filter. Under fluoroscopy, the center of the filter was not along the guidewire. Then 24mm snare also failed to catch the filter and ivr was given up. Sent the patient to another hospital [facility name redacted]. The filter was removed on surgical operation without problem. The patient's condition was stable." The physician stated that he "had a little trouble inserting guidewire into the filter catheter. Guidewire may have inserted from the space between catheter and filter, not from gw lumen. So guidewire tangled with legs of the filter and filter got off from the catheter. The patient will be observed for about a week in [facility name redacted] and sent back to [facility name redacted]." The introducer catheter been advanced about 12 approx. 14cm through the reinforced sheath when the filter deployed. This occurred in the patient's inferior vena cava. A pre-placement vena cavogram was performed prior to filter placement to confirm the location of filter. The caval diameter of the vessel is unknown. The physician used fluoroscopic guidance. The device was flushed with sterile heparinized saline prior to the time the catheter was in the body. A continuous flushing method was not used; the flushing was performed intermittently by hand at an unknown pressure. The carrier handle didn't retract. Only sheath and filter catheter retracted to release the filter because filter tangled with guidewire and was already away from catheter. It is unknown whether thrombus formation contributed to the premature deployment of the filter. The filter was removed in surgical operation in another hospital and permanent filter implantation was performed for dvt. The patient's current condition is reported as stable and not complicated.